Event description:
I went to my primary care provider for small spotting between my period and a bad respiratory cold. I explained my very limited sexual history (only 1 partner for 8 years, 8 months celibate, etc.) And we agreed this is likely hormonal. She ordered a pregnancy and sexually transmitted disease/ sexually transmitted infection panel as routine, but I was not aware she ordered a herpes test. My hsv1 was negative but my hsv2 igg test was positive with 2.5 value. My doctor was not aware of the cdc guidelines for low positives (1.0-3.5) requiring more testing, and I have essentially zero exposure risk to getting this. I also have never had any kind of symptoms--neither did my former partner. I learned that lapcorp has a new roche test that has fewer false positives, and retested on (B)(6) 2025. I got my results this morning from lapcorp, (B)(6) 2025, with a non-reactive and negative result for herpes simplex virus type 2. I want to report my initial false positive. This was emotionally taxing and stressful.